Event description:
It was reported that stent damage occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified renal artery. After inserting a 1.90mm non-boston scientific introducer sheath, a 6.0mmx18mmx150cm express vascular sd stent was advanced but resistance was felt. Upon visual inspection, it was found that the stent edge was lifted. The procedure was completed with another of same device and no patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed damage to the stent. Microscopic examination revealed no additional damages. There is contrast present inside the inflation lumen. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the stent.

Event description:
It was reported that stent damage occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified renal artery. After inserting a 1.90mm non-boston scientific introducer sheath, a 6.0mmx18mmx150cm express vascular sd stent was advanced but resistance was felt. Upon visual inspection, it was found that the stent edge was lifted. The procedure was completed with another of same device and no patient complications were reported.